Event description:
The customer reported that the jaws of the device locked while on tissue. The surgeon ligated the tissue surrounding the jaws in order to remove the device. There was no injury to the pt. Upon receipt of the device for inspection, the clear insulation was missing from the device and not returned.

Manufacturer narrative:
(B)(4). On (B)(4) device was returned for eval and the silicone boot was missing. The instructions for use (IFU) states carefully insert and withdraw the instrument from cannulae to avoid possible damage to the devices and/or injury to the pt. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Trocar cannulae with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Injury has rarely been reported with these complaints. If add'l info pertinent to the incident is obtained a f/u report will be submitted. The jaws of the incident device did not have tissue between them but were stuck shut. The knife is trapped and contained with the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked ( the handle is latched) before activating the cutter.